Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that 5-10 minutes after the pump was plugged into a power source to charge, the customer noted a burning smell. Upon disconnecting the pump from charging, smoke was seen coming out of the usb plug side of the usb cable. A replacement cable was sent to the customer. Follow up information was received from the customer stating that the pump will only charge intermittently using the replacement cable and that the pump becomes very warm when it is able to charge. There was no reported impact to the customer's blood glucose level.